Event description:
Additional clinical information received states that on (B)(6) 2025, it was reported that a hemodialysis (hd) patient experienced a dialyzer reaction while utilizing the fresenius fx coral fx60 dialyzer. This patient was initiated in treatment on (B)(6) 2025 at 1:30pm for a scheduled 3-hour treatment utilizing the fresenius fx coral fx60 dialyzer. The patient¿s vital signs at the start of treatment were ambulatory blood pressure (abp) 164/78mmhg and heart rate (hr) 55. Approximately 30 minutes into the treatment, the patient experienced symptoms of nausea. This was the patient¿s fourth treatment in which a reaction occurred. The ultrafiltration and dialysate flow were suspended. The patient¿s blood was reinfused with 180cc of saline. The patient completed treatment at 4:39pm. No fever was detected. No hospitalization was required. The patient¿s dialyzer was changed at the next treatment on (B)(6) 2025 with a complete resolution of the patient¿s symptoms. The subsequent treatment was tolerated well.

Manufacturer narrative:
Additional information provided in a1 and b3.

Event description:
It was reported that a hemodialysis (hd) patient experienced a dialyzer reaction while utilizing the fresenius fx coral fx60 dialyzer. This patient was initiated in treatment on (B)(6) 2025 utilizing the fresenius fx coral fx60 dialyzer. Approximately 30 minutes into the treatment, the patient experienced symptoms of nausea and vomiting. This was the second occurrence in which the patient experienced this reaction. The ultrafiltration (uf) was initially reduced and then suspended. The patient was reinfused without any improvement. The treatment was then terminated early. No medical intervention was documented at the time of the event. The dialyzer was replaced with a new dialyzer (manufacturer and type not provided) which resulted in a complete resolution of the patient¿s symptoms. The subsequent treatment was tolerated well.

Manufacturer narrative:
Investigation: no sample. The event is addressed in instruction for use (IFU) and label. The cause for the failure reported cannot be confirmed based on the current information. Batch record investigation showed products have been inspected according to inspection protocol and found conforming to specifications. No indication for any link with the reported failure mode has been found during the review. The rinsing and sterilization parameters have been checked, no deviations from the specification were found. Clinical: there is a temporal and likely causal relationship between the fx coral fx60 dialyzer and the patient¿s reaction as the reaction was reported to have occurred one hour into the start of treatment. Although rare, hypersensitivity or anaphylactoid reactions to dialyzers are a known risk during hemodialysis. Exposure of the patient¿s blood to a foreign substance in the extracorporeal circuit is the result of an immunoallergic response. Per the IFU, hypersensitivity reactions may cause mild to severe signs and symptoms. The IFU states that with severe hypersensitivity reactions, dialysis must be discontinued and aggressive first line therapy for hypersensitivity reactions must be initiated. Blood from the extracorporeal system should not be returned to the patient in cases of hypersensitivity reactions. There is no evidence of product deficiency or malfunction, but rather a bio-incompatibility between the patient and the membrane material. This is supported by the patient¿s transition to a new dialyzer resulting in no reported reactions. Although there is no allegation or evidence of a product malfunction or deficiency the dialyzer cannot be excluded as causing or contributing to the patient¿s adverse event.